Event description:
It was reported that the patient had an infection at the ipg pocket site and was hospitalized. Symptoms of pain and inflammation were noted. The patient underwent an explant procedure and was given an antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn : m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7081985/7083473.

Event description:
It was reported that the patient had an infection at the ipg pocket site and was hospitalized. Symptoms of pain and inflammation were noted. The patient underwent an explant procedure and was given an antibiotic. The patient was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was kept by the medical facility. Cultures were taken and the results were not available.

Event description:
It was reported that the patient had an infection at the ipg pocket site and was hospitalized. Symptoms of pain and inflammation were noted. The patient underwent an explant procedure and was given an antibiotic. The patient was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was kept by the medical facility. Cultures were taken and the results were not available.